Manufacturer narrative:
All buttons functioned properly, however, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. Customer also stated they were unable to clear their button error alarm. The customer may have pressed on their buttons while exercising. The customer's blood glucose was 160 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.